Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and functional testing was performed. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during access for a medical procedure, the tip of the access wire detached within the patient. The physician used a vascular snare device to successfully retrieve the foreign body from the patient. No additional patient consequences to report.